Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked if the cause of the pain at the implantable neurostimulator (ins) had been determined, the patient reported that after the CT scan was done on (B)(6)2018, it was determined that the patient had 3 bulging disks in the lumbar spine and spinal stenosis in that area. The patient stated that the action taken to resolve the pain at the ins site was an epidural injection of steroids in the lumbar regionon (B)(6)2018. The patient stated that there was some relief, but that it was returning to the previous level. The patient will have another injection on (B)(6)/2018. The patient reported that they are not really sure if their fall affected the device, and that they are still having pain centered in the area of the device. Patient weight was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported they experiencing pain right over the ins location and felt soreness in the perineum area that lasted a couple of hours but went away. Patient also stated that the soreness felt like they had it too high. Patient also reported pain in their back returned . Patient also reported that they fell two weeks ago. Patient has an appointment with their health care provider at the end of the month. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they were having physical therapy for their back pain in the area of their device and they wanted compatibility guidelines for tens therapy. It was noted that the cat scan showed they had 2 herniated disks, and the doctor determined that the device was functioning well. No further patient complications are anticipated or expected as a result of this event.